Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who reported that the clonidine dose was 274.68 mcg/day and the dilaudid dose was 6.3660 mg/day. A roller/dye study was performed on (B)(6) 2018. The catheter access port was identified via fluoroscopic guidance, accessed, and 0.5 ml of fluid was removed after which 1 ml of isovue 300 was injected. There was no leakage from around the pump or at the junction of the catheter attachment to an extension around the pump. The contrast was visualized with the tip of the catheter in the thoracic region which was the usual space for this study identifying that the system was patent and the fluid was going into the appropriate area. A partial dressing including a band-aid was placed over the site. The patient had no immediate complications and was discharged to home the same day. The patient was instructed that they could resume a normal level of activity in 1 day and should follow-up with the doctor¿s office in 1 to 2 weeks. It was determined that the system was a patent. Flow was seen at the tip of the catheter and the tip of the catheter was in the intrathecal portion of the spine. The cause of the volume discrepancies and the difficulty filling the pump at the refill was unknown. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (5.4 mg/ml at an unknown dose) and clonidine (233 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). The patient was asked if they had started any new activities that could cause potential kinking of the catheter and the patient stated ¿no¿. The patient¿s pain score was increased from a 2 to a 4. It was noted that a 40 ml syringe was used to fill the pump today and at first the other nurse filling had some resistance, but then repositioned the needle and the pump was able to filled without issue this time. Additional information was received from the patient's healthcare provider (hcp) on 2018-jan-04. It was reported that the patient was having problems with the pump again. The hcp was unsure if it was the pump or catheter, but was attempting to determine the cause of the problem. A rotor/dye study was planned. It was later clarified that the "pump problems" were high residual volumes. The hcp reported that there had been issues with high residual volumes on and off since (B)(6) 2017. In (B)(6), the erv was 6 ccs and the arv was 13 ccs. The patient's (B)(6) refill went fine. In (B)(6), the erv was 2.4 ccs and the arv was 4 ccs. The hcp noted that the patient's (B)(6) refill also had difficulty injecting the pump for the final 3 ml despite fully aspirating the pump. The most recent refill in (B)(6) had an erv of 3 ccs with 11 ccs being taken out. According to the hcp, the patient's pump was replaced on (B)(6) 2017. Because it was not accurately documented in the patient's operation notes what was done during this replacement aside from a pump replacement and a connector change, a dye/roller study would be delayed until the operation reports were corrected. The hcp reported that the patient had not recently had a change in their health history. No further complications were reported.